Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The modular cable (lot number: 7613457) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the log files showed overlapping events spanning approximately 16 days (25mar2023 ¿ 10apr2023, 17apr2023 per timestamp). Events captured on 17apr2023 took place in the testing labs at abbott. On 09apr2023 there was a sudden drop in the motor b line and controller internal fault and driveline power fault alarms coincident with ocp_b_open and pwr_b_broken faults activated. The alarms remained active until the driveline was disconnected. The driveline was disconnected on 10apr2023 at 08:23:21 and the controller was shut down at 08:24:33. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The modular cable was connected to a mock loop and was able to operate a pump with no alarms active. The modular cable was cut open to inspect the condition of the underlying layers and no damage was found. No other testing was conducted. The modular cable functioned as intended. The root cause of the reported event was unable to be conclusively determined or correlated to an issue with the modular cable through this investigation. The device history records were reviewed for the modular (lot number: 7613457) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient was stable with the left ventricular assist device (lvad) operating as expected. The patient checked the modular connection and driveline connection at the controller. The patient also performed a self-test to try and clear the alarm. Log files confirmed a driveline power b fault on (B)(6) 2023. There was also an open b power line fuse in the controller. The controller and modular cable were exchanged and the issue resolved. Related manufacturer reference number for the controller: (B)(4).